Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the state of (B)(4) traffic crash report the end user drove the motorized wheelchair into the pathway of a moving motor vehicle and it was determined the end user was at fault for the crash. The owner's manual warns, " to avoid serious or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules. Cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts. Cross the road by the most direct route."

Event description:
According to the police report, the end user was operating the motorized wheelchair in the roadway and drove into the pathway of a motor vehicle. Allegedly, as a result of the incident the end user was hospitalized.